Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen cracked, and customer did not know cause. Pump remained functional. Blood glucose was 253 mg/dl. Customer continued to use pump for insulin therapy.